Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history records identified no related deviations or anomalies during manufacturing. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00811.

Event description:
Patient¿s legal counsel reported that a patient underwent right total hip arthroplasty. Legal counsel further reports patient underwent a revision procedure approximately 4 years later due allegations of pain, swelling, metallosis, trunnionosis and altr. No further event information available at the time of this report.